Event description:
Pt was fit in focus night & day lenses in 2002 in both eyes & was prescribed complete mps for care system. In 2003, the pt reported to the optometrist's office with a history of 2 days pain and foreign body sensation in the right eye. Pt had not removed the contact lens. The optometrist noted a "large corneal ulcer" at approximately 12 o'clock mid-peripheral. Current visual acuities were not noted. Pre-event acuities reported as od 20/40 & os 20/500. Pt prescribed ocuflox, 2 drops every 30 minutes and referred to a specialist. Request has been made for additional info, however, no further info is available at the time of this report.